Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump injection continued even with low blood glucose and vertical cracks in the lower part of the body with the back belt clip attached. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement accuracy test at 0.0869 inches. The pump was programmed with a 25.0-unit bolus during the dat. The bolus was delivered properly and were listed in the pump's daily history screen. No under delivery/over delivery anomaly noted. Successfully downloaded history files and traces using thump and carelink. The pump was received with cracked case at the battery tube side and cracked case corner of belt clip rails. No damage noted to the belt clip rails. The following were noted during visual inspection: minor scratched display window, scratched case, scratched display window cover, texture damage to keypad overlay, scratched keypad overlay, cracked battery tube threads, and stained serial number label. On the event date of 03-mar-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 4.325 u and dailytotalofbolusinsulindelivered = 15.1 u which is equal to the dailytotalofallinsulindelivered = 19.425 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 03-mar-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the motor and force sensor. The force sensor offset measured (23.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Delivery anomaly-possible over delivery not confirmed. Cosmetic damage- belt clip damage or missing not confirmed. Cosmetic damage confirmed to the back of the pump. Unable to verify high bgs. Unable to verify low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.